Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was unknown at the time of the call. The customer was hospitalized for low blood glucose, but the customer declined to give information about the hospitalization. The customer declined troubleshooting the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.